Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and post procedure the bwi product analysis lab identified a breakage on the surface of the pebax and internal parts exposed. During the procedure, an error 106 alert code occurred after catheter plugged into carto and before first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the catheter was returned to biosense webster for evaluation. The returned device's visual inspection and magnetic sensor functionality tests were performed following biosense webster (bwi) procedures. Visual analysis revealed a breakage on the surface of the pebax and internal parts exposed. A screening test was performed, and the catheter was recognized and visualized on the system; however, error 106 was displayed on the screen due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device 31247526m number, and no internal actions related to the complaint were found during the review. The force sensor error (106) reported by the customer was confirmed. The potential cause cannot be determined. The instructions for use (IFU) in carto 3 system contain the following recommendations: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. For the damage on the pebax the IFU states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An escalation investigation was addressed to investigate the issue related with the 106 alert code. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).